Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c65t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Two additional devices were opened during the case to determine the mechanism of firing. Was there any quality issue reported with either of the two additional devices not used on the patient? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the doctor and his first assist were creating an end to end anastomosis from a hartman¿s pouch using an ecs29a. They inserted the anvil in the proximal bowel, inserted the trocar through the rectum, and connected the two with an audible click. They tightened the compression to the middle of the green firing zone and fired the stapler. They pulled the firing lever completely and heard audible feedback. However, they reported that the sound was slightly different. They loosened the compression dial 1/2 turn and fish tailed the stapler out. There were two complete tissue rings (donuts) from the anastomosis but no white outer washer ring. On inspection of the anastomosis, the staples had not closed. They opened two additional staplers to see the mechanism of firing them and to try to understand if completing the case with an ecs29a was possible. They removed the unclosed staples from the tissue and sutured the anastomosis. There was a case delay and change in technique from stapling to suturing.

Manufacturer narrative:
(B)(4). Batch # r59w66. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the knife and washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The damage noted on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.